Event description:
Segments were missing from the meter's display. A review of the system was conducted over the phone. This review indicated that segments were missing from display. The customer was asked to return the meter for further testing and a replacement was provided.